Event description:
Patient presented back to the physician with the ipg moving and causing severe pain. Physician prescribed pain medication.

Event description:
Patient presented to the physician with loose ipg in pocket and pain at the chest. Physician brought the patient into the or, placed the ipg in a tyrex pouch, and stitched it back into place.

Event description:
Patient presented back to the physician with the ipg moving and causing pain. Physician brought the patient into the or, opened the chest incision, repositioned the ipg, re-sutured, and closed.